Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's lv lead exhibited loss of capture after a successful cardioversion. Thoracic images indicated the lv lead had dislodged. Surgical intervention was undertaken during which the lead was explanted and replaced. Electrical measurements were stable after surgery. No patient symptoms were reported.